Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced diabetic ketoacidosis with high blood glucose level of 300 mg/dl. The customer contacted the health care professional and treated it. They were currently on manual injections. They also reported no delivery alarms since two weeks on different infusion sets ans reservoirs. The insulin pump will be returned for analysis.